Manufacturer narrative:
Unite received with blank display and constant tone due to corroded electronic assembly. No moisture damage on motor assembly noted during visual inspection. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test due to blank display. Unit received with cracked case on dispaly window corners, scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer reported symptoms of nausea and headache prior to the hospitalization. Customer stated that they went swimming and accidently dropped the insulin pump in the pool. Customer also reported that fluid is visible under the screen. Customer's current blood glucose reading is 110 mg/dl. No further information reported.